Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient tried changing programs, but the stimulation was still not in the right place and the bladder still burned. The stimulation in the wrong location, burning at the bladder, and going to the bathroom frequently have not been resolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient was charging for the first time and noted it was confusing, but they were able to charge the ins. The patient stated around the time/after recharging the ins, they felt stimulation in the wrong location. The patient stated they were implanted for interstitial cystitis (ic) and generally felt stimulation in the bladder, but they felt it more in the back/butt/bowel area. The patient stated they had a loss of therapy and noted the burning they had around the bladder prior to implant went away after implant, but had returned. The patient noted they began to have a bowel movement yesterday, but there was nothing there and they thought they were constipated so they took miralax. The patient stated they got up frequently overnight to use the bathroom and had gone to the bathroom a bunch of times this morning. The patient stated their ic feels full blown. The patient tried every group from a-h and stated they all felt the same. The patient stated prior the groups all felt different and the patient would use them all for different times of the day. The patient confirmed stimulation was on and group f program 1 was set to 1.3 and program 2 was at 1.15. The patient decreased stimulation in program 1 to 0.0 and increased back to 1.2 and noted it felt like stimulation was in the normal location. The patient attempted increasing program 2 and stated it felt more towards the back. The burning sensation was not addressed or going away on either program. No trauma, falls, or accidents were said to be related. The patient stated the only thing they could think of was laying on the couch while recharging. The patient stated they were told to return to their normal routine and hoped they didn¿t overdo it. No further complications were reported.